Event description:
Per provider: unit is alarming. Per independent repair center statement, the unit was alarming or red light. The key failure is manifold assy leaking. Additional issues are inlet filter dirty, zip tie replaced and hose clamp replaced.